Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947m62 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that inside the device pocket a clot developed and the patient had a fever. The implantable pulse generator (ipg) and leads was explanted due to the infection. No further patient complications have been reported as a result of this event.